Manufacturer narrative:
Other, other text: device evaluation: the returned sample was received inside of a plastic bag. The returned unit was visually inspected at a distance of 12? To 16? Under normal conditions of illumination according to procedure ?visual inspection?. No obstructions, damaged, broken, or other defects were detected in none of the joins of the product. Leak testing on the sample received were performed using hydrostatic vessel. During the leak test, leak is present in the filter air vent. Complaint is confirmed. The bonding operation in all joins were reviewed to verify that the operation was correctly performed by the operator; no discrepancies were found. Verify that production personnel were performing visual inspection to detect delamination or any other workmanship defects; no discrepancies were found. The bin holding the filters was reviewed in order to verify that no damaged filters were present; no discrepancies were detected. Mitigations on placed are following during manufacturing process for leak issue: occurrence production personnel is trained and performed assembly operation as manufacturing procedures. Production personnel performs a 100% visual inspection in order to verify that the joins of the filter. Production performs a leak test to 4 units at shift start up, the end of every shift, the beginning of every job, the end of every job; a new lot of materials/components or equipment adjustment. Quality personnel takes a sample of fifteen units every two hours, prior to placing product in bag, in order to verify that or tube to component bonds. Verify tubing bonds are bottomed out or within 0.030" of component stops. He most probable root cause is the filter became damaged for the use of solutions that contain high levels of surfactants. As per IFU cautions section leaking could occurs if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a leakage. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.